Event description:
It was reported that pump experienced malfunction alarm with code malf 0, and no notable events occurred before issue. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, received guidance to reset pump, successfully cleared malfunction without recurrence, and was advised to continue using pump and call back if problem happened again.